Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, micl12.1, -11.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Low vault was observed. Lens remains implanted. Reportedly, the surgeon is "planning on exchanging lens for the next size up." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.